Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon commented that the distal tips of the clips were not closing completely. The surgeon would place 3-4 clips on each artery and duct. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.